Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via phone call of customer's high blood glucose level of 467mg/dl. The nurse states they were not with the pump or customer. The nurse was advised to have customer call in to troubleshoot the device. The nurse was advised to communicate to customer to conduct full set, reservoir and insulin change. The nurse was a care taker for the customer. The customer was not hospitalized.